Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1:;date of submission: 11/28/2016. The device has been returned and evaluated by product analysis on 10/29/2016 with the following findings. Reboots were observed in black box. The pump powers on with display remaining blank. Unable to perform steps due to blank display. No damage to battery cap or battery compartment. Battery cap attaches securely to pump. Moisture visible in display. Pump case is cracked near top right corner of display. Pump leaks at crack in case. Pump opened and moisture damage found on pcb. Blank display due to moisture damage. Battery cap contact height and width were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.